Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - it was initially reported that the device would be returned for analysis; however the device was not returned.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a transcatheter aortic valve implantation (tavi) interventional procedure using an 8f sheath. Reportedly, the suture did not come out when the plunger was removed. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The nose cone was separated; however, the separation of a nose cone does not have the potential to become a foreign body in the patient as the nose cone never enters the anatomy. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d9 correction: device available for evaluation updated from ¿no¿ to ¿yes¿ h3 correction: device evaluated by mfg? Updated from ¿no¿ to ¿yes h6 correction: component code 4755 was removed and codes 562, 4732 were added; type of investigation code 4114 was removed and code 10 was added.